Event description:
It was reported that the pt expired in 2007. The pt's daughter witnessed her napping on the sofa; upon the daughter's return from running errands, the pt was still on the sofa with gurgling respirations. A call was placed to 911 but despite resuscitative efforts, the pt expired. Per the hcp report, the pt had been receiving the same drug mixture of (fentanyl, baclofen and clonidine) and dose over the past year and tolerated it well with no adverse reactions or side effects. The pump was last filled the month before, with fentanyl 25 mg/ml, baclofen 3 mg/ml and clonidine 2 mg/ml. The pump was programmed to deliver fentanyl at a dose of 10.8 mg/day at that time. The next refill was scheduled for the next month. Per the medical examiner, an autopsy was conducted twelve days earlier; toxicology reports revealed therapeutic and trace levels of quetiapine, trazodone, clonazepam metabolite, acetaminophen, naproxen, sertraline and promethazine. Trace or subtherapeutic levels of phenytoin, cyclobenzaprine, and lidocaine were noted. Elevated levels of fentanyl were detected in both central and peripheral blood, 113 ng/ml and 140 ng/ml respectively. The vitreous fentanyl level was 12 ng/ml. No other common drugs of abuse or alcohol were detected. Slight elevation of sodium levels were found in vitreous fluid, otherwise normal chemistry levels were noted. The bag was retrieved from the facility approx five and a half months later at which time alarm was audible and 7.8 cc of fluid had accumulated in the zip sealed bag. The pump has been returned to the manufacturer for analysis and to document function. The cause of death remains "pending"; despite the underlying conditions which may be possible causes of death, the me is unable to find any "anatomic correlation" with her health conditions.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.